Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the symptom, which was reproduced. An undetected downstream occlusion was confirmed and was determined to be caused by a loose pump side adaptor screw. The screw was stuck between the cam shaft, upstream finger and upstream valve. This prevented the ability to build pressure and detect occlusions distal to the pump. The pump side adaptor screw, cam shaft, upstream finger and upstream valve have been replaced.

Event description:
It was discovered during baxter's testing that a spectrum pump failed to alarm, resulting in an undetected downstream occlusion. It was also reported that there was no pt injury.